Manufacturer narrative:
Pending evaluation.

Event description:
During revision surgery, a primary torque defining screw was implanted rather than a reverse torque defining screw. This was realized after the patient was closed.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Engineering evaluation noted the use of the primary torque screw reported was likely the result of the incorrect device being selected and not recognized prior to final implantation.

Event description:
During revision surgery, a primary torque defining screw was implanted rather than a reverse torque defining screw. This was realized after the patient was closed.